Event description:
It was reported the keypad on the customer's insulin pump was continuously scrolling and the buttons were sticking. The customer's blood glucose was 170 mg/dl. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad trace. No scrolling number display anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.